Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A gehc service representative performed a checkout of the equipment. The display was replaced.

Event description:
The hospital reported the unit had a failure affecting ventilation. There was no reported patient injury.